Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: the connections from the tubing to adapters are very loose and easily pop off and won't pass leak test. No pt injury reported.